Event description:
It was reported that the 9800 system had a collimator iris potentiometer error message prior to a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representation performed an on site investigation. The fluoro functions board and high voltage cable were replaced and the camera adjusted during the service call. The system was tested and found to be working as intended and put back into service.